Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, there was a leak where the sterile line connects to the cardioplegia set and air was being sucked into the cardioplegia. The product was not changed out, there was no blood loss, and surgery was completed successfully. The event did not cause delay in surgical procedure. There was no patient harm.

Manufacturer narrative:
Terumo did not receive the actual device and further information is necessary. Terumo plans on submitting a follow-up report when more information becomes available. (B)(4).